Event description:
It was reported that atrial sensing and thresholds could not be determined. The atrial lead was reported to be capped, not reusable, and the lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.